Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing a shocking sensation at levels that were therapeutic at one point. It possibly began after the patient had a hand surgery, although this might be unrelated. Reprogramming and changes to amplitude were made on (B)(6) 2016. It was unknown if the issue was resolved. No surgical intervention occurred and none was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.